Manufacturer narrative:
Clarification to section c. Suspect product: lot number 980/1. Continued h.6. Health effect - impact codes: f15. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the face and neck with 4ml of juvéderm® volite¿. About one month later the patient experienced some redness to one area of their neck and firm raised area also on their neck. The patient developed a diverticulitis attack, deemed not device related and is on antibiotics. About one month after the events stared, the area was still firm with some red areas 350 u of hyaluronidase injected. Area was red & some blood tinged drainage ¿ area swabbed (results negative). About two weeks later, the symptoms resolved.